Event description:
It was reported that portion of metal resector broke off instrument while in patient. Another device was required to retrieve broken off piece and safely remove from patient without injury.

Manufacturer narrative:
Additional information will be provided once investigation is completed.